Manufacturer narrative:
(B)(4). Product has been received by orthopediatrics and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that during the implantation of a 3.5mm self tapping cortical screw, the screw fractured. The shaft of the screw remains in the patients bone. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow is being submitted to relay additional information. Updated: device manufacture date: updated 24 oct 2016, (B)(4). Complaint sample was returned for evaluation. Reported event was confirmed, screw found fractured in the same places as stated in the complaint. Investigation of the DHR did not reveal any process deviations or indications of manufacturing variations that would contribute to the observed failure mode. Risk management file review was deemed appropriate. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined.